Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer administered several boluses to bring their blood glucose (bg) down. The customer's bg level subsequently decreased to 40 mg/dl. Customer consumed orange juice to address bg. No additional patient or event information was available.